Event description:
The pump involved in this report was returned because the rates were found to be too fast during preventative maintenance. The reporting facility indicates no pt incidents have been associated with the use of this pump.